Event description:
A user facility reported to olympus, the evis lucera ultrasonic bronchofibervideoscope was leaking from the bending section. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device. Upon inspection and testing of the customer returned device, coating on the scope connecting tube was found peeled off (over 1-2 mm). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, electric contact on the ultrasonic connector corroded, waterproof failure due to the breakage of channel tube, quantity of aspiration out of standards due to channel tube dented, coating on the connecting tube is peeled off (over 1mm2), angulation in the up direction out of standards due to worn of angle-wire, corrosion at electrical connector due to leakage, black scratch on the monitor due to the breakage of charged coupled device unit, and waterproof failure due to the pinhole at bending section rubber. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due however, the cause of the event is likely due to physical stress or handling. Olympus will continue to monitor field performance for this device.